Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2019, the following information was reported to kci by the patient: the patient is going to the wound care center as she is experiencing "a lot of pain." The patient stated she thinks she may have an infection in her wound. On 03-apr-2019, the following information was reported to kci by the nurse: the patient was seen on (B)(6) 2019 and was advised to go to the hospital due to pain. The nurse noted there was periwound redness but was not unusual for the patient. Per review of the patient's medical records: on (B)(6) 2019, the patient presented to the emergency room with a large anterior wound that was reportedly painful. The physician noted a 3x3 cm purulent ulceration on the left anterior shin with surrounding erythema. A cbc [complete blood count] was performed and noted a white blood cell count of 11.2. The physician's assessment and plan noted to admit the patient for large diabetic foot wound, cellulitis. Rule out osteomyelitis and start empiric antibiotics". On (B)(6) 2019, there was no pain present, and the patient was discharged from the hospital. No additional information is available. A device evaluation of the activ.a.c.¿ therapy system is pending completion.

Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy.